Event description:
During an atrial fibrillation ablation procedure, after successfully isolating the pulmonary veins in the left atrium via cryo balloon and doing a diagnostic electrophysiology study post ablation, the patient was noted to be hypotensive post-removal of all in-vivo catheter and a pericardial effusion was diagnosed via an intracardiac echocardiogram. The intracardiac echocardiogram catheter was inserted into the right atrium where the pericardial effusion was observed. The patient's activated clotting time was in the 300 range and protamine was administered. A pericardiocentesis was performed in order to stabilize the patient. At the time of the pericardiocentesis, the patient's activated clotting time was 165. The physician believed the pericardial effusion may have been caused by some difficulty while trying to manipulate the stryker 181 inquiry quad catheter across the tricuspid valve and into the right ventricle for the post ablation electrophysiology study. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)